Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal herniorrhaphy, at the beginning of the balloon inflation, the device ruptured after the second injection of the air. A new device was used to resolve the issue. No patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the dissector balloon had a hole on the side and was disengaged from the cannula. The trocar balloon and the insufflation bulb was received. The inflation syringe was not received. The obturators were received. The ports appeared intact. Functionally, the trocar balloon was inflated using a test syringe, no leaks were detected. The lock collar move up and down the cannula freely and securely locked in place. The ports passed an air leak test. It was reported that the balloon was broken. The reported issue was confirmed. The most likely cause was traced to supplier material. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.